Manufacturer narrative:
Describe event or problem: it was reported that bd precisionglide¿ needle had a loose connection at the needle joint. It was reported that this occurred 3 times but the date/time and or patient information is unknown. No serious injury or medical intervention was reported. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd precisionglide¿ needle had a loose connection at the needle joint. It was reported that this occurred 3 times but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had a loose connection at the needle joint. No serious injury or medical intervention was reported.